Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic surgery, the needle tip broke off and fell into the abdominal cavity due to its excessive softness during suturing. It was also reported that the needle tip was difficult to find after it broke. An x-ray was performed to locate the needle tip but could not be removed since it was too small. The surgeon noted that it would not affect the postoperative healing.